Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot information was not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported in a journal article title: "porous metal acetabular components have a low rate of mechanical failure in tha after operatively treated acetabular fracture", by brandon j. Yuan md, et all, clin orthop relat res (2015) 473:536-542, that 3 patients implanted with an tm acetabular revision shell, had cases relating to joint destruction. The patients were revised on an unknown date. No further information regarding the patients and/or events were received.